Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis attributed the probable root cause to component failure based on electrical and fiberoptic defects.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. System tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe reported failure "c-34 errors on start-up" was confirmed and reproduced.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error c-34 occurred on the integrated electrosurgical unit (iesu) or erbe. The customer swapped out the instrument and monopolar energy cable, but the issue remained. The customer then power cycled the erbe and verified that the external foot pedals were not being held down, but the issue still remained. The customer then connected the external covidien generator to continue the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that ports had already been placed when the issue occurred, and the system was working correctly when it was originally powered on and through the first part of the procedure. The customer confirmed that the case was completed robotically with the covidien external generator.